Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and replaced the mobile view station (mvs) computer. The system configuration was fine. Invalidate home procedure was completed, rad and fluoro gain calibration was performed, and a backup on the usb was performed. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system restarted by itself. There was no patient present when this issue was observed.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.